Manufacturer narrative:
(B)(4). Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08745 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Insulin pump also passed self test, off no power alarm test and unexpected restart error test. No bolus anomaly or basal anomaly noted. The motor functions properly during the prime/fill testing. No anomaly noted when installing the reservoir/infusion set into the reservoir compartment after the rewind was completed. No drive/motor anomaly, rewind anomaly or prime/fill anomaly noted. Insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had drive motor anomaly. Customer¿s blood glucose was 360 mg/dl at the time of incident. Customer also states that motor did not move. The insulin pump will be returned for analysis.